Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the implant procedure, the patient presented to the emergency room with lower chest pain radiating to spinal area, which worsened with movement. In addition, neck pain radiating to both arms. The patient was diagnosed with pericarditis. The physician could not rule out the relatedness to all the implanted leads. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.